Event description:
It was reported that the device had a travel coarse error. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found third party tamper seals present and the plunger cause seal coming outside of the cases. A check clutch/plunger lever alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the worn leadscrew, and clutch halves with excessive black teflon shavings. The clutch halves and leadscrew were replaced. The device was cleaned and greased. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.